Event description:
It was reported that an alarm 01 notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to load a new cartridge and was able to successfully resume insulin delivery after doing so.